Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 8.2 mmol/l. The customer was reporting repeated pump error alarm. The customer stated that the they managed to rewind but error was recurs after a while and it had occurred during bolus delivery several times. The device will not be return for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Insulin pump trace download confirmed unit alarmed hardware low level failures due to software error.